Event description:
It was reported that an open reduction was performed due to dislocation. No delay or additional injuries reported.

Manufacturer narrative:
The associated r3 constrained liner and cocr femoral head were not returned for evaluation. Therefore products evaluation and dimensional analysis could not be performed. However, device details were provided. Thus, a review of device history record was performed. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Our investigation indicated that the x-ray provided confirms the dislocation. However, without the request clinical information, fall history, primary operative report, open reduction procedure report, or the explant the root cause of the dislocation cannot be concluded. The further impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.